Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was in the 400 mg/dl range. The customer stated their blood glucose level went as low as 90 mg/dl due to multiple boluses. The customer was treated with insulin drip at the hospital. Troubleshooting for the customer¿s blood glucose was declined. The insulin pump will not be returned for analysis.